Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53 all available patient information was included. Additional patient details are not available.

Event description:
The customer observed false negative architect hbsag qualitative ii results generated on the architect i1000sr processing module for one patient. The following results were provided: (B)(6) 2024 sid (B)(6) result was 0.25 negative, new sample result (B)(6) 2024 = 0.18 negative (B)(6) 2024 autobio result (quantitative) = 0.135 positive, new sample result (B)(6) 2024 = 0.161 positive. Roche result with repeat sample from (B)(6) 2024 = 31.6 positive (qualitative). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely nonreactive architect hbsag qualitative ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot indicates that the reagent lots performed as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with the lot number and complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. The overall performance of architect hbsag qualitative ii reagent was reviewed using worldwide field data. The median population result for the lot is comparable with all other lots in the field and falls within established baselines, confirming no systemic issue for the lot. Clinical sensitivity testing was performed using an in-house retained kit of lot 59520fz00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect hbsag qualitative ii reagent lot 59520fz00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false negative architect hbsag qualitative ii results generated on the architect i1000sr processing module for one patient. The following results were provided: (B)(6) 2024 sid (B)(6) result was 0.25 negative, new sample result (B)(6) 2024 = 0.18 negative (B)(6) 2024 autobio result (quantitative) = 0.135 positive, new sample result (B)(6) 2024 = 0.161 positive. Roche result with repeat sample from (B)(6) 2024 = 31.6 positive (qualitative) no impact to patient management was reported.